Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse replaced the 3-way fluid valve for distribution to the rbc and white blood cell (wbc) baths. The rbc results were still shifting high and the fse recalibrated the rbc and plt counts. Although the parameters were calibrated the customer called back on (B)(6) 2015 to report that plt backgrounds were failing in addition to the ongoing rbc control shifting high. The rbc aperture bath assembly was replaced to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that the red blood cells (rbc) were running high on quality control samples run on a coulter ac t diff 2 analyzer. In addition, there were platelet (plt) background failures on the instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. This report refers to the event that took place on the date of event; refer to MDR 1061932-2015-01288 for the report of the event that took place on (B)(6) 2015.